Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the cuff and balloon identified that there were no visual abnormalities, and no leaks were found. The balloon passed functional testing within product specifications. Based on the information available and analysis results, the reported allegations were unable to be confirmed; therefore, a conclusion code of known inherent risk was chosen.

Event description:
It was reported that the cuff of the artificial urinary sphincter (aus) device did not completely close the urethra. As a result, the patient experienced recurring incontinence. The old aus device was explanted and replaced with new aus device. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the cuff of the artificial urinary sphincter (aus) device did not completely close the urethra. As a result, the patient experienced recurring incontinence. The old aus device was explanted and replaced with new aus device. There were no further patient complications.